Manufacturer narrative:
Investigation confirmed level sensor was not operating correctly. Evidence suggested sensor was inadvertently exposed to liquid ingress, causing malfunction.

Event description:
User reported the level sensor was not operating appropriately. There was no patient involvement and thus no patient harm.